Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the unspecified insert was identified as the connecting tube. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: rc7306 02 00- "3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." In addition to the previously mentioned reportable malfunction, the evaluation found the following: bend angle in the up direction did not meet specifications due to wear of the angle wire, bending tube was dented, connecting tube was wrinkled, universal cord was kinked, electrical connector was corroded, distal end was worn out and had discoloration/stain, and objective lens was chipped. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera bronchovideoscope had an unspecified insert that was found to be peeling off during preparation for use. The device was returned and during the device evaluation the following reportable malfunction was found: the connecting tube coating was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.